Event description:
It was reported that the inactive rv lead was fractured. The rv lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 6947 implantable tachy lead, implanted: (B)(6) 2007; product ID d164vwc implantable cardioverter defibrillator, implanted: (B)(6) 2007. (B)(4).